Manufacturer narrative:
Correction: e2, e3, e4, additional information: d8, d9, h3, h6, h10. A review of the complaint history record in was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 25jun2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported an error 354.6770 as well as a pressure sensor circuit test failure. No patient involvement is noted.

Event description:
The customer reported an error 354.6770 as well as a pressure sensor circuit test failure. No patient involvement is noted.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed

Event description:
The customer reported an error 354.6770 as well as a pressure sensor circuit test failure. No patient involvement is noted.